Event description:
On 9/24/96, pt presented to the ed with complaint of hemoptysis since 9/23. The pt underwent a vq scan which was within normal limits. Pt also had an echocardiogram which revealed a good ejection fraction of the left ventricle. It also revealed a catheter fragment in the right atrium. The pt reported she had a central line inserted in 11/95, after a surgical procedure for bowel obstruction. The foreign body was removed from the right atrium via angiography. Pt discharged 9/26/96 in good condition.